Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for a 10 beat vtach event. They would like nk to look at the provided printouts and cns settings to see why it did not alarm. No patient harm was reported. Investigation summary: the customer provided printouts but did not provide the clinical bed settings to go along with the printouts. Without the settings, the criteria for the bedside to alarm cannot be known. The customer did not respond to follow-up attempts. The root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for a 10 beat vtach event. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for a 10 beat vtach event. They would like nk to look at the provided printouts and cns settings to see why it did not alarm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for a 10 beat vtach event. No patient harm was reported.